Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 774 mg/dl. The customer stated that she had symptoms such as nausea and constant use of the restroom. The customer stated that she treated her high blood glucose readings with a 5.0u needle. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer will be sent a replacement pump.